Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned and reassembled, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient injury.